Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. The customer was provided with pump reset information and successfully reset the device with assistance from technical support. The issue did not recur, and the customer was advised to continue using the pump and to call back if the malfunction code appeared again.